Event description:
It was reported from scientific literature that 5 patients experienced focal fold abduction with vns activation. Patient 2 has since undergone laryngeal reinnervation, which helped her intermittent dysphonia but left a small glottic gap. A type 1 thyroplasty corrected this gap and improved her voice further. Patient 3 has undergone laryngeal reinnervation for which early results show improvement in perceptual and patient reported outcomes. Patients 4 and 5 have both undergone laryngeal reinnervation with improvement in voice. No other relevant information has been received to date.

Manufacturer narrative:
Schuman ad, chapel ac, yan j, ali I, lambert em, ongkasuwan j. Stimulated vocal fold immobility after vagal nerve stimulator placement: a case series. Annals of otology, rhinology & laryngology. 2024;0(0). Doi:10.1177/00034894241266802. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.